Event description:
According to the reporter, during a typical resection on the stomach for gastrointestinal stromal tumour (gist), on the first reload, after two or three firings, the handle and reload locked on tissue. The device did not cut the tissue. The surgeon used strength to removed the locked jaws which caused a tear on the stomach. Also, a break sound was heard from the handle. The surgeon used two new handles and six forty-five millimeter (45mm) reloads but the same issue occurred. There was no issue with the sixty mm reload. It was noted that a reinforcement sheet from another company was used together with the reloads. The patient had unanticipated tissue loss as the procedure was converted to sleeve gastrectomy due to the issue. The surgical time was extended for approximately one hour. To resolve the issue, a new device from another manufacturer was used.

Manufacturer narrative:
D10 concomitant product: 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x egiauxl - egiauxl endogia ultra univ xl stapler, lot# p0b1510y egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2g0270 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x 030456 - 030456 endo gia r/or 45 4.8mm x6, lot# t1a228x 030459 - 030459 endo gia r/or 60 4.8mm, lot# unk not-mdt-prod - non-medtronic product, lot# unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Functionally, the instrument was loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device initially fires, but failed to complete the firing cycle. The device gave an unexpected audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur in any of the following circumstances: firing over tissue that was beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that was in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. It was also reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.